Event description:
Patient noted increase in leg edema, shortness of breath, and weakness. After testing, it was noted that the leads were not functioning properly on medtronic insync maximo generator. The generator was working fine. The lead was shattered.